Manufacturer narrative:
The smart control 14 x 80 120 self-expanding stent (ses) was not working well. Analysis of the returned device indicated approximately half of the stent was outside of the inner shaft. There was no reported patient injury. The device was returned for analysis. A non-sterile ¿smart control 14x80 120¿ was received for analysis inside of a plastic bag. The device was unpacked and was placed at one metallic tray to perform the product evaluation. The unit present a partial deployment condition, approximately the half of the stent is outside of the inner shaft. The locking pin was no returned for analysis. The device was thoroughly inspected, and no damages or anomalies were observed. Functional analysis was performed to determine the functionality of the unit. The tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The turning dial was rotated until the distal section of the stent was totally deployed. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent was fully deployed, and no anomalies were observed during this process. Additionally, the wire lumen was flushed with water. A syringe filled with water was attached to the hub and positive pressure was applied until the water flowed out of the wire lumen by the distal tip. Neither resistance nor loose material was observed during the flushing procedure. Insertion/withdrawal test was performed: a lab sample .035 mm guide wire was inserted and advanced all the way through the inner shaft of the smart control. Then the guidewire was withdrawn completely from the inner shaft. Neither resistance nor friction was felt during the insertion/withdrawn test. A product history record (phr) review of lot 17847196 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses ~ damaged¿ was not confirmed. No damages or anomalies were observed on the returned unit. The three main functional tests conducted were flushing, insertion/withdrawn and stent deployment which were all performed successfully. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty - premature deployment¿ was confirmed. The returned unit presented a partial deployment condition. Exact cause of this condition could not be conclusively determined during the analysis. However, procedural and or handling factors such as the user¿s interaction with the device during preparation and or handling may have contributed to the reported event as the locking pin was not returned with the unit. The locking pin of the unit that prevents the slider to move (liberating the stent from place) was already detached (missing, not returned for evaluation). Additionally, the device was received in a plastic bag and its original housing was not used for transporting the unit back for analysis. These handling factors may have contributed to the premature deployment of the device. According to the instructions for use (IFU) ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. For stent deployment, the locking pin must be removed. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the 14 x 80 120 smart control self-expanding stent (ses) was not working well. There was no reported patient injury. The device will be returned for analysis.. Analysis of the returned device indicated approximately half of the stent was outside of the inner shaft. Multiple attempts made previously without success to obtain additional information.